Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2020 during a request for physician listings from the manufacturer patient services that the patient¿s pump ¿went out¿ (also stated as ¿ran dry¿) a couple of years ago because they were not able to get transportation to the doctor and ¿it cut off.¿ it was also noted that the patient couldn¿t hear the alarm because they were hard of hearing, and also noted that the patient was blind. The issue had since been resolved prior to the date of the report. No further complications were reported or anticipated.